Event description:
Customer's mother reported, customer was hospitalized due to high blood glucose and ketones. Customer's mother stated customer blood glucose was high 400 mg/dl. Customer's mother stated the reason for the customer's high blood glucose, was due to wrong insulin given by the doctor. Customer's mother declined troubleshooting for the insulin pump, since the reason for the high blood glucose was due to wrong use of insulin. The blood glucose reading was 456 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.